Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to lightheadedness. Upon evaluation, it was determined that there had been an automatic lead safety switch on the right ventricular (rv) lead connected to this pacemaker due to pacing impedance greater than 2500 ohms. There was reportedly no capture at max outputs, but the patient was in atrial flutter with a junctional rhythm of greater than 40 beats per minute. The patient was referred to his following physician. The following physician elected to electrically abandon this implanted system and place a leadless pacemaker system. No additional adverse patient effects were reported.